Event description:
In 2006, a m2 multiplanner minirail was applied to perform a gradual correction and lengthening of the ulna in an old monteggia fracture. In february, a couple of weeks after the operation, the surgeon noticed a crack in the joint of the fixator and a reversely turned screw which disabled the distraction of the ulna. Two days later, the fixator was replaced with a new one in the doctor's office without anesthesia. Patient's healing is progressing as desired.